Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: prostatectomy. Event description: customer contacted [sales rep] as they had a problem with inzii cd001. They have inserted the inzii and placed the tissue in the bag. When they pulled it back to close the bag they noticed that they could tear it as far as usual. The cord was only visible for approx. 1 cm. They teared it off and wanted to pull out the applicator but it was not possible as the guide beat seems to stuck in the shaft. They pushed the punch again into the applicator and the metal arms were opened in the cavity. The cord was still fixated in the applicator and the couldn't release it. In the end they had to cut the cord with a laparoscopic scissors. Additional information received from sales representative by phone on (B)(6) 2018: regarding the incident description: the surgeon inserted the bag, deployed it, put the specimen inside and went to cinch it. The customer told the rep that the cord seemed much shorter than usual. The customer pulled back the plunger and wanted to remove the applicator from the trocar. This proved impossible, as the guidebead had somehow gotten stuck in the applicator. The plunger was pushed again and the metal prongs were exposed in the abdominal cavity. They tried pulling on the cord, but it was stuck inside the applicator. In the end they cut the cord with laparoscopic scissors and were able to remove both the applicator and the specimen bag from the patient. Other information: the customer is trying to retrieve the lot number, but this is a very big hospital that often uses the inzii bags. The procedure was a prostatectomy. Cta in the contact person title stands for chemisch technische assistentin (chemical technical assistant, part of the or-staff). Additional information received from sales representative by email on (B)(6) 2018: the customer called, they were able to narrow it down to 3 possible lots: 1306352, 1303142 or 1298984. Patient status: no harm to the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The introducer shaft was returned with a portion of the cord loop still within the introducer. The tissue bag, bead, and a portion of the cord loop were not returned with the event unit. Upon inspection, engineering observed that the cord loop had two clean breaks and the tip of the pawl was deformed. Based on the evaluation of the returned unit, the root cause is unknown, as the complainant's experience could not be replicated. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.